Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what are you calling the valve? Is it the part of the device that they hook up the air to insufflate? No . Is it the black seal inside the device? Yes.

Event description:
It was reported that during a laparoscopic hepatectomy, an unexpected sound was heard during a pneumoperitoneum. It was found that the valve was deformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r93580. The analysis results found that the b12srt device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking and noise issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements and no noise were heard. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.